Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock due to a right ventricular lead unknown malfunction in 2017. The system was deactivate in (B)(6) 2017. The lead was later explanted and replaced. The patient was stable.